Event description:
Report received per manufacturer's device registration system that device was removed due to infection. Date unknown. Pt's catheter was left in and tied off. A follow up report will be sent when additional information is received.